Event description:
Received information stating unit was alarming while on pt. The pt was placed on ventilator due to the pt's condition. The ventilator error logs have been reviewed and indicate multiple ventilator alarms recorded prior to the pt being placed on the ventilator and during the alleged event. As per the hospital, the ventilator did not contribute to the pt's demise.